Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We had an l5-s1 expedium 5.5/tpal case. The screws were implanted and the tlif cage was inserted. Upon final tightening, the x25 final tightener shaft (2797-12-600 lot#gm4291602) kept slipping out of the set screws. This happened 2 times until the surgeon switched out the final tightener shaft for a different one. This new final tightener shaft worked properly and successfully final tightened all 4 of the set screws. The procedure was completed successfully and without patient harm. A replacement shaft is needed.

Manufacturer narrative:
Visual examination of the returned device showed signs of stripping to the distal end of the instruments's hexlobes. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the inserter¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The torque would be applied to a limited surface area, damaging the hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.